Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Medwatch report states: the patient was admitted with right hip pain. The patient had a hip replacement several years ago, which has been subsequently recalled. The patient reported when she walked she felt the hip "move." The patient reported having had a recent x-ray that confirmed the hardware had moved. The patient presented to the hospital for revision of a right total hip arthroplasty. Revision of a right total hip arthroplasty with all components was completed. A posterior arthrotomy was performed. The hip revision was completed without complications.